Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm on the insulin pump. Customer¿s blood glucose level was 134 mg/dl. Troubleshooting for the critical pump error alarm was performed. Customer received the critical pump error image on the display screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was programmed with a test guardian 3 link and a test plug. The insulin pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for a day while connected to the test sensor and plug. No unexpected lost sensor alarms, change sensor/bad sensor alarms, or additional sensor related errors/alarms occurred during testing.